Event description:
The customer reported to olympus, the evis exera iii duodenovideoscope was positive in a culture test. The scope tested positive for over 100 colony forming units (cfus) of unspecified microbes. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. A supplemental report will be submitted if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the visual inspection summary, sampling summary, olympus endoscopy support specialist (ess) observation, the independent laboratory¿s destructive investigations final report, the device evaluation, and the legal manufacturer¿s investigation. A visual inspection of the scope for clinical sampling was performed. The forceps elevator and body surface around the elevator had no visible debris. The objective lens and light guide lens at the distal end of the insertion section had no residue or stains and no scratches or cracks. The glue around the lenses was not discolored or pitted and the glue was not peeling or chipping. The air water nozzle at the distal end of the insertion section did not appear damaged and there was no visible debris. The distal ring at the distal end of the insertion section had no cracks or dents on the ring. The glue around the ring was not discolored or pitted and the glue was not peeling or chipping. The white isolation block at the distal end of the insertion section did not have any cracks or dents. The surface of the distal body at the distal end of the insertion section had no corrosion and no debris. The glue condition around the left side surface of the distal end was not discolored nor pitted, had no cracks, and had no peeling or chipping glue. The facility reprocessed the scope in an oer-elite automatic endoscope reprocessor (aer). Sampling of the scope for culture testing was performed. All personal protective equipment was worn. The sampling was pre-disinfected using provided disinfectant. All the necessary supplies were aseptically placed in the sterile field. No defects were in this sample collection container and solution. No other person other than olympus staff entered the sampling area. The distal end was inspected. No visible debris was observed. The correct surfaces of the distal tip were swabbed. The correct areas of the elevator recess were brushed and flushed. The instrument channel was brushed and flushed. No significant deviations were observed in regard to aseptic or sterile techniques during sampling that could have contaminated the sample. All the correct sterile components and materials were used. No sampling instruments touched any non-sterile areas or surfaces besides the scope. No gloved hands made any contact with non-sterile surfaces. The scope was properly dried using filtered compressed air after sampling was completed. An olympus endoscopy support specialist (ess) visited the customer on january 13, 2023, to perform an observation of the reprocessing techniques. The reprocessing technician performed step seventy-two (72) before steps sixty-three (63) to seventy-one (71). The reprocessing technician also did not cover the suction cylinder with finger for thirty (30) seconds. One of the attachments popped off during the cycle, which caused an error code during the high-level disinfection process. The reprocessing technician fixed the issue and re-ran the aer cycle. The device was sent to an independent laboratory for destructive sampling and culturing which took place between (B)(6) 2022, and (B)(6) 2023. Twelve (12) scope points were sampled, and parts of the distal end and elevator mechanism were disassembled to facilitate the extraction process. The outer surface of the distal end body had growth of staphylococcus epidermidis. The glued surface of the arm cover and glued surface of the distal end body had growth of staphylococcus epidermidis and staphylococcus haemolyticus. The internal forceps axis housing had growth of staphylococcus capitis. The instrument channel had growth of micrococcus luteus. The results from the destructive sampling did not correlate with the results from the original clinical sample of staphylococcus hominis and mixta calida. The results were inconclusive. The device was returned to an olympus for evaluation after destructive sampling and culturing. The angulation was low. The plastic distal end body was damaged. There was cutting on the forceps elevator wire. The nozzle, bending section cover, hold ring, forceps elevator, and bending section cover glue at the plastic distal end body were missing. The scope leak check was unable to be performed due to the missing parts. The plastic distal end cover insulation, forceps passage, guide wire tension test, and catheter test were also unable to be performed due to the missing parts. The legal manufacturer performed an investigation. The device history record (DHR) for this device was reviewed and the record indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. No information was provided on the end time of the endoscopic retrograde cholangiopancreatography (ercp) procedure and the beginning of manual cleaning time. Therefore, no conclusion was possible regarding potential delays observed during the end of ercp procedure and the beginning of the reprocessing and any potential impact observed contamination. Staphylococcus hominis is a gram-positive bacterium, forming spherical cells in clusters. It is commonly found on human and animal skin. Mixta calida is a gram negative, coccoid rod forming bacterium. It is of environmental origin and usually isolated from plants. Both microorganisms identified during sampling at the study site are classified as low concern. However, since the microbial result was deemed as ¿too numerous to count (tntc)¿, the sample was classified as an ¿action level result¿. Both organisms are not of any patient origin and could not be reproduced during destructive sampling. Based on the sponsor¿s literature research, neither staphylococcus hominis nor mixta calida have so far not been described in literature as being associated to contamination or patient infection related to ercp. The root cause of the issue could not be conclusively specified. The observed contamination may not have been related to patient use but may have been attributable to the reprocessing and / or sampling process. The instructions for use (IFU) provides the following guidelines: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.

Event description:
As part of the olympus 522 post market surveillance study, the distal end of the evis exera iii duodenovideoscope was microbiologically cultured and tested positive for staphylococcus hominis too numerous to count, and nine (9) colony forming units (cfus) of mixta calida. After a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure, and post reprocessing, samples were collected and sent to an independent laboratory for testing. No patient injury reported.